Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. Unexpected battery power loss confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and replace battery now alarm. The insulin pump received low battery alarm within 8 hours of replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.